Event description:
It was reported the device exhibited low dosage. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a peeled dso seal, and a worn uso seal. There was no evidence to review in the device's event history log. Three accuracy tests were performed. Upon review, the reported problem was unable to be duplicated, the device was found to be within manufacturing specifications. The most probable cause is customer induced/user error and equipment/test. The service history review identified no indication that the complaint was related to a service of the device within the review period.